Manufacturer narrative:
MFR received date: 08nov2019. The debris found in between the orifice body and seal inside the solenoid valve assembly created the high pressure leak test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Dtae of report: 10sep2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the power switch overlay to address the led failure and replaced the solenoid oxygen valve to address the pressure leak test failure. The service engineer completed preventative maintenance and complete all testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit's light emitting diode (led) switch was defective and the unit tailed high pressure leak testing. There was no patient involvement.